Event description:
On (B)(6) 2016 lay user/ patient daughter contacted lifescan (lfs) and alleged their one touch select simple meter read inaccurately low compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the issue occurred on (B)(6) 2016 in the morning at 7 am. The patient reported obtaining an inaccurate low result of "65 mg/dl" with the subject meter compared to a result of "324 mg/dl" with another device (unknown), performed out with 30 minutes of each other, at 11 am on (B)(6), 2016. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan's criteria for accuracy. The patient stated he manages his diabetes with insulin (self-adjuster). The patient confirmed exercising for 6 years, it is unknown if he exercised prior to the product issue . The patient claims he developed symptoms of headache and shaky" on (B)(6) 2016 at 10am after the product issue. The patient alleged hcp treatment, during an urgent care/clinic visit, the patient on was allegedly treated insulin on (B)(6) 2016 at an unknown time. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment after the alleged inaccurate low issue began.